Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd microbore¿ tri-fuse extension set with needleless connector(s) was occluded. The following information was provided by the initial reporter: ¿ 5 occurrences ¿ failure code is occlusion at filter. ¿ material no. Is the same as pr 8188332- mz9270. ¿ unknown batch no. ¿ event dates not captured

Event description:
No additional information was provided. Mat# mz9270; batch# unknown. It was reported by the customer that they have another list of products not working. The failure code is occlusion at filter. Verbatim: good morning ¿ I have another list of products not working. I need someone from bd to call me today, this back and forth email is not working for the escalation we need with the ongoing list of complaints with this item. Add info received: 1st customer response. Bd sales rep connected with xxx- the head charge nurse in nicu. Here are some details to update this pr: 5 occurrences. Failure code is occlusion at filter. Material no. Is the same as pr (B)(4). Unknown batch no. Event dates not captured. Bd rep has 3 samples to send back and will need to be emailed shipping label- xxx this is all the information that was provided.

Manufacturer narrative:
It was reported by the customer that they have another list of products not working. Two samples of lot number 22119145 and one sample of lot number 23049070 was returned for investigation. One of the samples of lot number 22119145 occluded and liquid could not pass the filter. The second sample of this lot leaked at the filter vent due to a possible occlusion of the filter. The sample of lot number 23049070 had no defects or damages. Sample did not occlude or leak. The customer complaint of flow issus - fluid blockage was confirmed. The samples were forwarded to the supplier for further investigation of the failure. The supplier did not find any issues with the sample from lot 23049070. One of the samples of lot 22119145 was occluded in the tubing near the 3-way connector. This was deemed not a supplier issue. This issues was further investigated by the bd manufacturing facility. After investigation, the potential root cause for occlusion between tubing/adapter trifurcate could be related to the solvent application, excess of solvent due to problems with the mdgn dispensers and/or incorrect use the solvent dispensers by the assembler. The second sample of lot 22119145 leaked immediately at the filter when tested. The filter was flushed with distilled water at a pressure of 20 psi for 8 hours and then dried in an oven. The part was then re-tested at 35 psi for 2 minutes and was compliant. The filter was subjected to an airflow test after reconditioning and there was no issue. The probable root cause for the filter leak was that the filter membrane was compromised by the drugs / solutions in use. A device history record review for model mz9270 lot number 22119145 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 10nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz9270 lot number 23049070 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 04apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.